Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. The receiver (part number stk-pr-001/serial number (B)(4)/lot number 5202071) being used with the complaint device was returned on 04/18/2016. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. A data log was downloaded and reviewed. Gaps were observed during log review. A loss of connection was confirmed. Root cause could not be determined.